Event description:
It was reported that a user of the ilet bionic pancreas with dexcom g7 experienced low glucose events after meal announcements, particularly with a consistent breakfast where the user perceived the algorithm-recommended bolus as large and experimented with delayed announcements and using the breakfast meal type at dinner. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose and education on troubleshooting and meal announcement practices. Investigation included customer support troubleshooting and education with assignment for additional training. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified and additional user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.